Event description:
It was reported the customer had a delivery anomaly. Customer's blood glucose was 209 mg/dl. The customer reported their insulin pump was under-delivering insulin. Customer stated they have administered bolus and basal deliveries, but their blood glucose would not decline. Troubleshooting found the insulin pump was operating as designed. Customer was advised to monitor their insulin pump and blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.